Event description:
It was reported that a device interrogation indicated a high threshold observation on the atrial lead. Additionally, high impedance on the lead had caused a polarity switch. It was noted that there was also a high impedance reading after the polarity switch. At the interrogation, the thresholds and impedances both in unipolar and bipolar were within the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.